Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened racepacks. There are previous complaints of this code batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirement. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: there is a corrective action in place at the OEM.